Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73g1500681 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The package of the product was found not sealed during incoming inspection.

Manufacturer narrative:
Qn#(B)(4). The customer returned one sealed unit 528235 visistat 35w 6/box from lot number 73g1500681 for investigation. The unit was received with the lidstock and plastic cover separated from each other. Visual examination revealed that there appears to be a sealing issue along the top left corner of the plastic cover with the stapler package laid lidstock side down (B)(4). CAPA, (B)(4), was initiated to investigate similar complaints (package not sealed) and corrective actions in apr-2016. CAPA (B)(4) will also investigate this complaint issue since the two appear to be related. The reported complaint of an improperly sealed package was confirmed based upon the samples received. Based on the observed defect, the probable cause for this complaint issue is packaging related. CAPA (B)(4) has been initiated to investigate similar improperly sealed package issues and determine corrective actions therefore; CAPA (B)(4) will also investigate this complaint as the two appear to be related. The samples have been forwarded to the manufacturing site for further investigation.

Event description:
The package of the product was found not sealed during incoming inspection.